Event description:
It was reported that the workstation monitors of the 9800 system are not coming on. There was no report of pt injury.

Manufacturer narrative:
A ge service rep performed an on site investigation. The malfunction was verified. Reseated the pcbs along with the video cables. The system was tested and found to be working as intended and placed back into service.